Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and unknown right atrial (ra) leads exhibited occasional noise since implant. Attempts were made to reproduce the noise on the rv lead but were unsuccessful; lead impedances were reported within normal limits. It was noted at that time that the ra lead was no longer functional but further details could not be obtained. Several years later additional information was received indicating noise continued to be observed on the rv in addition to left ventricular (lv) leads. An electrogram was provided indicating a period of oversensing and asystole of greater than 6 seconds but the patient was reported to be asymptomatic. No further details are available at this time. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating a revision procedure was performed wherein the device was explanted and replaced. The rate/sense portion of the rv lead was surgically abandoned and a previously abandoned rv lead was used for sensing and pacing. No additional adverse patient effects were reported.